Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge, and no additional information was received regarding the outcome of the event.